Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hosp regarding an air sys pressure failure and associated protocol failure resulting in sub-optimal tissue processing, involving peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received info that all tissue samples which exhibited sub-optimal processing were diagnosable.